Event description:
It was reported that the patient presented in clinic for with swelling and deep vein thrombosis on the left arm. The entire system including the pacemaker, right ventricular (rv) lead, and right atrial (ra) lead, was explanted and replaced with a leadless pacemaker system. Patient condition was stable.